Event description:
It was reported that balloon rupture occurred. The target lesion was located in a calcified vessel. A 3.00mm x 15mm nc emerge balloon catheter and a 2.75x6mm wolverine cutting balloon were used during the procedure. However, both devices were unable to cross the lesion. The nc emerge balloon catheter was inflated but during the first inflation, the balloon ruptured. The procedure was completed with a shockwave device. No patient complications were reported.